Manufacturer narrative:
Review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10752. Results of eval: review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were (B)(4) grafts from lot s10752 distributed, including (B)(4) grafts that were reported as implanted. As of (B)(4) 2011, there was (B)(4) other similar complaint reported to lifecell against this lot. (B)(4). There was no serious injury reported with this event, but the surgical procedure was prolonged, and there is a risk of serious injury if the malfunction were to recur. The physician's technique contributed to the event.

Event description:
The pt had the device implanted during a hernia reconstruction. While implanting the device, it tore in two places. The surgeon removed the device and used another like device to complete the procedure. The surgeon used fiberwire sutures and a kolker clamp to pull on the device during implantation. There was no serious injury reported with this event, but the surgical procedure was prolonged, and there is a risk of serious injury if the malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.